Event description:
It was reported that during treatment ported part of the dressing didn¿t attach to the skin. A total of 20 products used were defective and applied to different cases/patients. Customer do not have the details for each patient from the hospital. A dressing from 3m was used as back up in all the cases. No harm or injury reported.